Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was pre-fired and the interlock was engaged. The jaw of the reload was open and the sled was slightly advanced. Functionally, the reload was loaded into a representative handle and the returned handle(-10). The reload was loaded with the handle repeatedly and no functional abnormalities were found. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. It was also reported that the instrument was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) upper right lobectomy procedure, before using the device in the blood vessel, the surgeon had difficulties loading the reload to the handle. After that, the green button was pressed and firing was attempted, but it did not fire at all. To resolve the issue, a new handle and reload were used. There was no patient injury.

Manufacturer narrative:
D10. Concomitant medical product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3b0396). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.